Event description:
Reference number (B)(4). Event took place in the united states. On (B)(6) 2025, the patient reported an incident involving two infusion sets with kinked cannulas. The insertion site was in the abdomen. The patient noticed symptoms within 3 hours of inserting the infusion sets. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.